Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a signal loss and an adverse event. The patient stated their blood sugar went low and the g5 mobile application did not alert them because it was displaying a signal loss. The patient then had a seizure and their roommate stuffed marshmallows into the patient¿s mouth and called emergency medical technicians (emt). When the emt arrived, they administered the patient with glucose gel. The patient refused to go to the hospital after they were treated. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Product was not provided for investigation. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.